Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices. 1-debranch (axillary artery - axillary artery) bypass procedure was performed. Tgm343410j was successfully implanted distally. Tgm454515j was implanted proximally but the proximal edge of tgm454515j was unintentionally implanted at a left common carotid artery. An angiography revealed a weak blood flow of the left common carotid artery. A left subclavian artery was embolized using plug. Then to treat the weak blood flow, an attempt was made to implant a bare metal stent at the left common carotid artery. The patient's neck was cut down and a bare metal stent was deployed. However the stent was removed with a snare from a left femoral artery because of jumping and misalignment of the stent. A new bare metal stent was successfully implanted and the blood flow to the left common carotid artery was resolved. The patient tolerated the procedure. Reportedly, a shallow angle of a c-arm (lao 15°) during tgm454515j placement made it difficult to confirm the branch of the vessel.